Event description:
Caller states that the connectors at the bottom of the device are melted. Device is reportedly cleaned with disinfectant cloth, last cleaning was not provided. No injuries reported. Requested return of suspect device and replacement was sent.